Event description:
It was reported that the patient had high impedances on their left lead and was unable to enter MRI mode, and their right lead had migrated. Surgical intervention was undertaken on (B)(6) 2026, and the left lead was explanted and replaced, and the right lead was repositioned.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.